Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that there was an alleged over discharge. The patient had indicated that the implantable neurostimulator was not working and the patient had not been charging the implantable neurostimulator for about a year. The patient was redirected to their health care provider to obtain MRI eligibility. There were no patient symptoms or complications reported or anticipated. Additional information was received 2019-09-06. It was reported the patient was having the battery replaced. She has not charged in a year. The patient was scheduled for ins replacement (B)(6) 2019. It was reported there was premature battery depletion, over discharge, and high impedances on one lead. Battery replacement was performed, an impedance check was performed and the ins was programmed to help with typical pain. The patient had a battery replacement performed due to an over discharged battery for several months. With battery replacement, impedance check was done showing the zero through seven lead had six of the eight contacts that were greater than 40,000. Patient was programmed using the eight through 15 lead. The patient was instructed to contact manufacturer representative (rep) if she had any questions or if she was not getting the pain relief. The patient stated she was noticing pain relief prior to the rep leaving her appointment at the hospital. The issue was reportedly resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the early battery depletion and high impedances are unknown. No further information was reported.